Manufacturer narrative:
S/w 2.6a. Unit receiced with cracked and detached end cap, minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label, stained end cap sticker and debris under window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged after it was dropped. It was reported there were cracks on the screen and around the battery compartment. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.